Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that "the reported visao high-speed drill overheated during an acoustic nerve tumor surgery. The procedure was completed using replacement product without delay. No patient impact has been reported."

Manufacturer narrative:
The customer approved repair of the device. The internal parts were replaced due to wear. The device was tested to product specifications and returned to customer.